Manufacturer narrative:
H3: received per litigtion. No customer contact allowed.

Event description:
Initial bilateral implantation was on 12/14/81 with replacement on 5/14/82. Plaintiff alleges various symptoms including, but not limited to myalgias, arthralgias, chronic fatigue, and night sweats.